Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) had not used the interstim device for approximately 2-4 years. The healthcare professional indicated that the device was not responding when attempting to connect to the programmer, and the patient experienced shocking sensations during these connection attempts. It was noted that the device had not been recharged for years or possibly had never been recharged.